Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, phrenic nerve palsy (pnp) occurred. A double stop was performed. It was noted there was no improvement in the activity of diaphragm. The right superior pulmonary vein (rspv) ablation was performed with radiofrequency (rf) and the case was completed with rf. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The data files were returned to be analyzed. The data files showed eight applications were performed with balloon catheter 2af284 with lot number 60155 without any issues or system notices. It was reported that phrenic nerve palsy (pnp) occurred during the procedure. The balloon catheter 2af284 with lot number 60155 was not returned. In conclusion, there is no indication of product malfunction related to the reported adverse events. If information is provided in the future, a supplemental report will be issued.